Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0715m, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3889-28, lot# va0715m, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had their trial lead placed and then later it had to be surgically repositioned because they were getting stimulation in the feet area and not the correct area. It was later reported the surgical revision of the lead was on (B)(6) 2013. It was stated the operation improved the patient¿s urinary incontinence but it caused abnormal painful lower extremity response.